Event description:
Ambulance service attendants were transferring a patient from the hospital to the ambulance. Ambulance stretcher lowered at patient's footend and struck the back of the attendant's right leg. Attendant suffered a right tibia fracture. The fracture did not require surgical intervention. Patient was not injured and remained securely fastened to the stretcher.

Manufacturer narrative:
Manufacturer has requested access to the stretcher to complete failure analysis. The stretcher remains in the possession of the facility. Manufacturer will follow-up with the facility to make arrangements for failure analysis of incident stretcher.